Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call failed battery test alarm and blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the failed battery test alarm was performed. Customer advised the insulin pump would not turn on and they used an old battery to place into the insulin pump. Customer advised they did not have a new battery and would call back to complete the troubleshooting process when they purchase batteries.